Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her daughter called 911 on (B)(6) 2015 because she was unresponsive and shaking. The customer was treated by the paramedics but refused to be transported to the hospital. Customer's blood glucose level was 15 mmol/l. She was given glucose tablets and an IV by the paramedics. The device was not returned.